Event description:
Information received indicates the brake is not holding.

Manufacturer narrative:
The technician found the bearings were worn in the brake block. The technician replaced the bearings to repair the bed.